Event description:
A pt reported experiencing inaccurate high results with an otp meter. The pt's blood glucose results were 180mg/dl, 240mg/dl. Tests were done within <10 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Note - customer could not remember results so customer gave only approximated results (180 and 240).